Event description:
It was reported that at 09:50 on (B)(6) 2020, a nasal endotracheal intubation was performed for a patient with cerebrovascular coma (accident) in order to maintain airway patency. The intubation process was smooth, and the balloon was inflated as required after the successful intubation. The catheter was subsequently re-inserted, and this process was described was also described as smooth; the inflation was fixed without issue. The operator subsequently noted that the air bag was leaking. The leakage affected the ventilation of the patient. The patient was re-intubated as a result. No patient injury or further complications were reported in relation to this event.